Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Explant date - could be (B)(6) 2016, however, we have no information on which devices were explanted. This product is manufactured by zimmer biomet (B)(4), but is not cleared or distributed in the u.s. However, this report will be filed, as zimmer biomet manufactures a similar device in the united states under 510k number k101336. This report is 1 of 2 mdrs filed for the same event (reference 3006946279-2016-00105 & 3002806535-2016-00344). Return expected, not yet received.

Event description:
Patient was revised 25 days post-implantation due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The review of manufacturing DHR shows that products were manufactured according to the pre-defined specifications. The product inspection reveals that the device shows normal wear marks on the external surface and the inner surface shows marks related to head and insert contact. The dimensional measures of the insert shows slight variations from the accepted tolerance, nevertheless these variations are related to device normal wear and are not relevant to lead to a dislocation from the head. According to the available data, and in absence of the scan the actual device could have led to the root cause of the reported dislocation. (B)(4).